Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: manufacturing location. Additional information: device available for eval?, returned to manufacturer on, concomitant med prod data, device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue involving error code 352.6640.0 was confirmed through log review and was also reproduced during functional testing conducted in the laboratory. During functional evaluation, the suspect pca module powered on and the error reported by the facility was reproduced. The force sensor assembly was replaced with a known good unit for testing purposes only, which triggered the ¿syringe calibration required¿ message. Calibration and preventive maintenance were performed using alaris maintenance (asm) software version 12.5, and all tasks passed successfully. Finally, a continuous infusion at 0.1ml/hr was executed for 48 hours using a 50ml syringe, with no alarms or anomalies observed. Inspection of the suspect pca module both externally and internally did not reveal any physical damage. However, a light residue was observed on the traces of the force sensor plate. The residue did not fluoresce under uv light and may be attributed to flux contamination. The event and error logs from pca module s/n: (B)(6) were reviewed to determine details of the reported event. The error log review showed multiple occurrences of error code 352.6640.0 (syr plunger force sensor failed), recorded on the following dates: (B)(6) 2025, (B)(6) 2025, (B)(6) 2025, (B)(6) 2025, (B)(6) 2025, and (B)(6) 2025. This indicates recurrence within the plunger force sensor subsystem. The bd alaris user manual (v12.3.1) states not to use a device with any damage. Send it to biomedical engineering for repair. There was patient involvement, but no harm. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: suspect pca module s/n: (B)(6) (w/o: (B)(4)). The device was opened for investigation, please re-torque all screws. Please replace the force sensor assembly. The repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the facility. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported event, in which error code 352.6640.0 (syr plunger force sensor failed) was observed, is being attributed to a defective force sensor assembly. The specific failure mechanism was not identified; however, the error was consistently reproduced during power-up and resolved by replacing the component. The issue may be related to flux-like residue observed on the force sensor plate. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device displayed an error code 352.6640. There was patient involvement, but no harm.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device displayed an error code 352.6640. There was patient involvement, but no harm.